Manufacturer narrative:
Concomitant medical products: sedr01 ipg, implant date: (B)(6) 2007. Product event summary: the distal portion of the lead was returned and analyzed. The analysis indicated that the outer insulation of the lead developed a breach due to metal ion oxidation while in vivo. The outer insulation of the lead was observed to have blood ingression. If information is provided in the future, a supplemental report will be issued.

Event description:
The right ventricular (rv) and right atrial (ra) leads were removed electively. The leads were returned to the manufacturer, analysed and tested out of specification. No patient complications have been reported as a result of this event.